Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that the drawer failed. A field service engineer found no lights on the module controller board. Replaced the module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie 4.1 and 4.2 was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.